Event description:
Additional information received noted that the patient received assistance from their doctor or manufacturer¿s representative and their concerns were resolved. Appointment date was noted as (B)(6) 2014. See also manufacturer's report # 3004209178-2014-21256.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0fr4a, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that in (B)(6) 2014, the patient fell on the implantable neurostimulator (ins) and had surgery in (B)(6) 2014. The physician put in a new pocket and put the lead around to anchor it more. It was reported that the physician mentioned the lead ¿might have moved¿. Follow up has been attempted to obtain additional information. If additional information is received, a supplemental report will be filed. See manufacturer¿s report # 3004209178-2014-21256 for the patient¿s other device issue